Event description:
It was reported to philips that the heartstart xl+ defibrillator showed a cross mark during patient use. It was clarified that, when the customer tried to use the defibrillator for the patient, the device did not switch on and a red cross mark appeared. The patient was brought to emergency with arrhythmias in critical condition. Another device was used to shock the patient. The patient went into bradycardia then cardiac arrest and died.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. The customer's issue was confirmed through review of the logs. The problem was traced to a faulty processor pca. The patient was brought to emergency with arrhythmias in critical condition. Another device was used to shock the patient. The patient went into bradycardia then cardiac arrest and died. The processor pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.